Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 41622-1003. There was no patient involvement.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the initial customer report indicates an issue with continuous alarm. The alarm was replicated by 41622 error_motor_timeout. During the repair it was found that the motor cam sensor was damaged, it was replaced with a new one. It was also found that the lcd connector was damaged, and not having a spare part of that version, it was decided to change the main board completely and lcd. The software was updated to 97-0582-040301-01. The performance verification test was performed. All tests passed within specifications. Probable cause: 41622 error_motor_timeout.